Manufacturer narrative:
A picture showing the leaking from the dialysis lock was attached to the complaint. The hls set was directly involved in the incident.. The device history record (DHR) was reviewed on 2020-06-10. There were no references found, which are indicating a nonconformance of the product in question. The reported failure is already known and has been investigated under CAPA (B)(4). All further steps will be performed out of the CAPA process. Thus the reported failure could be confirmed. The current occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Va post cardiotomy support, noted small slow blood leak from lower area of the diacon connection. The leak ceased for several hours and clotted over, but began to leak again. Slow persistent leak, clinicians decided to change circuit the next day. The circuit was exchanged successfully. Support was re-instituted successfully. (B)(4).